Event description:
It was reported that the patient complained of not feeling well. The device post-ventricular atrial refractory period (pvarp) had extended, leading to the device pacing inappropriately. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.